Event description:
It was reported that the ventilator failed internal leakage test, o2 cell and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. No ventilator logs were provided. The ventilator was investigated at site by our field service engineer. O2 gas module was found defective and was replaced. After replacement of the o2 gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation and since no parts were returned for investigation, the root cause of the event has not been determined.